Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced non-ergonomic components. There was 1 event with patient involvement; the patient experienced a bruise/contusion.

Manufacturer narrative:
The final investigation was completed via communication/interviews. The non-ergonomic component placement was not due to a defect with the product, but inherent to the ergonomic design of the product.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced non-ergonomic components. There was 1 event with patient involvement; the patient experienced a bruise/contusion.